Manufacturer narrative:
The referenced previous occurrences of driveline infection were reported under medwatch MFR report # 2916596-2017-02830 and 2916596-2018-00784. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 1 years and 7 months. The patient remains on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that the patient was admitted due to a driveline infection. A swab wound culture taken from the driveline exit site tested positive for pseudomonas aeruginosa. The patient was on cefepime at home and was started on ceftazidime upon admission. An abdominal CT scan noted driveline collection (fluid). On (B)(6) 2018, an incision and drainage (I&d) procedure was performed to remove the fluid. It was reported that the infection is ongoing. Additional information was requested but not provided.